Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain with excessive warmth at the ipg site. Reprogramming was performed; however, issue persisted. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg site was moved from right flank to left flank. This addressed the issue.